Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during drain 4 of 6. The drain volume was equal to 126ml. There was no alarm reported. The hp removed tape from the patient line and untucked it. The hp checked the drain line for obstructions. The hc alarmed low drain volume. The hp changed position. There was no fibrin and no kinks. The hp closed and opened the transfer set. The hp then remembered that the transfer set was loose and she drained fluid out. The hp ended therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. This event had not been reported to her, but she stated she would follow up with the patient. She reported that the patient was doing well and continuing therapy on the homechoice. Bps contacted the home patient on (B)(6) 2012. She did not recall the event and passed the phone to the care giver. He also did not recall the event. There were no adverse events reported in relation to this event and therapy has been going well since. No additional information is available. Global technical service clarified on (B)(4) 2012, that the transfer set had leaked out fluid, but no further information was available pertaining to the transfer set.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample and the lot number were unavailable, therefore, no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.